Manufacturer narrative:
A DHR review of the associated kit lots were completed and no discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identified during review of the DHR and existing quality records:

Event description:
Two devices reported as having false positive results. Complainant performed additional pcr testing with a negative result.

Manufacturer narrative:
This device is distributed under emergency use authorization (eua) (B)(4).

Event description:
One device was reported as having false positive results. Complainant performed additional pcr testing with a negative result.